Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with a cracked/chipped top case by the left and right front bottom corners, crack by the handle, cracked bottom case by the "l" bracket and cracked mounting post. In addition, visible contamination was noted by the "l" bracket and between the cases. Event log history was performed and indicated that "motor not running error" was recorded in history. During analysis, "motor not running" error was duplicated using same infusion rate as the customer used (300 ml/hr.) It was noted that the reported problem was caused by the fact that the main pc board was not seated on extrusion grove (sensor was not aligned with the worm coupling gear-facets). It was also noted that the customer, physician impact caused the main board to come out of the extrusion grove. Service re-assembled and realigned the main pc board and performed occlusion to correct the reported issue. Service performed all functional tests and the device passed. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be user interface.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited motor drive error. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.